Event description:
It was reported by a company representative that a vns pt was being referred for revision surgery due to high lead impedance. Good faith attempts to obtain additional info from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the area representative indicating the patient underwent generator and lead replacement surgery. The area representative indicated the lead appeared to be completely broken upon opening the chest incision. Moreover, the surgeon indicated the leads were not on the nerve. Manipulation of the lead by the patient was suspected as the lead was coiled and broken. The explanted generator and lead were returned to the manufacturer and remain under analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received from the area representative indicating the patient was seen by her treating neurologist and had a seizure that sent the patient to the ER. The patient was referred for x-rays and revision surgery. X-rays were received by the manufacturer. Review of x-rays indicated that most the lead was on the chest near the generator and it seemed the patient suffers from "twiddler's condition" as the lead was seen coiled in the chest area. A view from the neck area indicated the electrodes were on the nerve; however continuity could not be confirmed. At the moment the patient is having an increase in seizures due to the previously reported high impedance and revision surgery is likely.

Event description:
Analysis was completed on the returned products. Analysis of the returned generator revealed the generator performed according to functional specifications. Analysis of the returned lead indicated that scanning electron microscopy images of both the positive and negative coils show that pitting or electro-etching conditions have occurred at the break locations. Appearance of one positive coil strand indicates a stress-induced fracture has occurred. However, due to mechanical distortion the initial fracture mechanism cannot be determined. The early stages of secondary fractures were identified in at least two strands of the positive coil. The fracture mechanism of the other positive coil strands cannot be ascertained due to metal dissolution and surface contamination. Inspection of the negative coil shows that a stress-induced fracture (due to rotational forces) has occurred in at least one strand of the quadfilar coil. Also, the appearance of a third strand indicates a stress-induced fracture has occurred. However, due to mechanical distortion on this strand the initial fracture mechanism cannot be determined. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.